Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by affiliate via phone that during an unknown procedure a hand pc tornado shaver had damaged head attachment. Procedure was completed with a replacement device. No surgical delay or patient consequences reported.

Manufacturer narrative:
H10 additional narrative: investigation summary ==> the device was received and evaluated at the service center. The reported complaint that the device had a damaged head attachment was confirmed. It was found that locking system in the drill mounting mechanism was missing and that the blade did not lock into the shaver. Further, it was found that the motor did not turn as it was corroded and that the o-rings were defective. Also the protective conductor resistance of the motor cable was out of tolerance. The motor, motor cable and the defective o-rings were replaced along with the missing parts of the drill mounting mechanism and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and would have caused the damage to the motor cable. The corroded motor has a tendency to stick and not turn, user mishandling is the most probable root cause of the missing parts of the drill mounting mechanism. It is also possible that the o-rings were damaged by the customer during the cleaning process. However, given the information provided we cannot discern a definitive root cause for the same. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 10/17/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 10/17/2018 and passed all functional testing before being returned to the customer.